Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: information taken from product complaint form: we did a lap chole today on a patient and 3 5mm lap retrieval bags failed inside the patient. I had to fill in a imms. There was no harm to the patient, however delayed surgery and increased anaesthetic time. I have kept the 3 bags and the package and placed them in the dirty lift room. The string broke on the bags leaving them all in the patient. The metal component's sprung out potentially harming the patient. I have removed the remainder of the bags off the shelf to prevent further potential harm. The lot number was 1430023, ref cd003. Complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Additional information received via email from applied medical's territory manager on 23 february 2022: the hospital are happy for the equipment to be collected. Patient status: no harm to the patient. Type of intervention I have removed the remainder of the bags off the shelf to prevent further potential harm.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of exposed metal supports as the bag was detached from the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: information taken from product complaint form: we did a lap chole today on a patient and 3 5mm lap retrieval bags failed inside the patient. I had to fill in a imms. There was no harm to the patient, however delayed surgery and increased anaesthetic time. I have kept the 3 bags and the package and placed them in the dirty lift room. The string broke on the bags leaving them all in the patient. The metal component's sprung out potentially harming the patient. I have removed the remainder of the bags off the shelf to prevent further potential harm. The lot number was 1430023, ref cd003. Complaint 1 of 3: (B)(4), MFR 2027111-2022-00480. Complaint 2 of 3: (B)(4), MFR 2027111-2022-00481. Complaint 3 of 3: (B)(4), MFR 2027111-2022-00482. Additional information received via email from applied medical's territory manager on 23 february 2022: the hospital are happy for the equipment to be collected. Additional information received via email from [name] on 12 april 2022: when the bag was deployed the metal prongs of the bag were not contained in the plastic of the pouch and was bare metal . When it was deployed the 2 metal prongs of the bag sprung open and could of potentially caused trauma to the liver or bowel. However lucky it did not. There was no harm as a result of the number of faulty bags, however the patient had extended time being under anaesthetic and extended the surgery time. The surgeons were not happy with the product and the consultant has been using medical applied retrieval bags for years. Due to the product all having the same lot number I did not want to risk using the product on another patient. If I did use a bag and it failed again inside a patient however this time causing harm. I would consider this not best practise. The box is still sitting in our ¿debox room¿. We will not use the remaining products due to the number of faulty bags in the box. We used all medical applied products, ports, scissors, clip applier etc, ctf12,cff03,cor95,ca500,cd003,cb030. The string/cord break upon deployment. No info if the string was still attached to the actuator/plunger. Patient status: no harm to the patient. Type of intervention: I have removed the remainder of the bags off the shelf to prevent further potential harm.